Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2016 she received the following readings from her adc blood glucose meter, that she perceived to be erratic: 87 mg/dl at 7:46 am, 85 mg/dl at 7:46 am and 88 mg/dl at 7:47 am. The readings when plotted on a parkes error grid fall into the "a" zone, showing the difference in values is not clinically significant. Customer further reported that after receiving the readings, despite not experiencing any symptoms, she self-presented to a local healthcare facility. At the hospital a reading, "around 100-something" was received on a hospital meter and customer was treat with an unspecified amount of humalog insulin via intravenous infusion. It was also noted her ketones were also high. Customer was kept overnight at the hospital, but did not receive any additional treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1530607 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.